Event description:
It was reported the customer's sensor had inaccurate readings. Customer's blood glucose was 90 mg/dl and their sensor glucose read 20 mg/dl. The customer also stated their insulin pump went into threshold suspend due to the inaccurate readings. Customer also stated the threshold suspend alarm was recurring. The customer did not want to continue troubleshooting. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and performed bicarbonate buffer test. The sensor passed per specifications with accurate readings.